Event description:
Paramedics attended to a person described as in full arrest. Three shocks were administered to the pt. Each time, the device allegedly failed to deliver energy to the pt. This opinion was based on the lack of expected pt mascular reaction to the shocks. A backup automated external defibrillator was used to deliver at least one shock. The expected pt muscular reaction was observed. The pt was resuscitated. There were no adverse affects to the pt reported as a result of the alleged malfunction.